Manufacturer narrative:
(B)(4). This is an initial report. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that she was receiving high glucose readings and discovered that the unit of measurement setting of their freestyle freedom blood glucose monitor changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.